Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient experienced pain at the ipg site due to ipg migrating.

Event description:
It was reported patient lost a significant amount of weight and the ipg was migrating. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.